Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent delivery system was removed from its packaging and the physician noted that the stent deployed prematurely without manipulating the handle. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A fully deployed wallflex biliary delivery system was returned for analysis. The stent was not returned. The visual handle mark was present and within specification. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device could not confirm the complaint incident. The noted issue likely occurred due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent delivery system was removed from its packaging and the physician noted that the stent deployed prematurely without manipulating the handle. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.